Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm tailor annuloplasty ring was chosen for a tricuspid repair. Post operative echocardiogram showed distorted annulus with moderate regurgitation. Hence ring was explanted & again repaired with a 27mm tailor annuloplasty ring while patient on bypass. There was no delay in the procedure. The patient was reported discharged.